Event description:
It was reported that the patient had broken her hip and has been experiencing severe pain since the initial surgery. (B)(6) 2012 x-rays show that all the screws are broken and jagged and cutting into her leg and the lag screw is poking through the hip bone. She can only walk with a walker for very short distances. If she falls, she cannot get off the floor. She cannot lift her leg so she has a wire connected to her ankle to be able to move her leg to adjust for the pain. Medicare and medico will not pay for further medical care. The patient suspects possible recall of device. Patient lives in rural area and cannot find a revision doctor.

Manufacturer narrative:
The reported event of screw breakages and loss of fixation of the lag screw could be confirmed with the provided x-ray, the device was not returned for evaluation. Based on investigation, the root cause of the determined event was attributed to a patient related issue. The breakages were caused by cyclic loading to the plate fixation. Extensive postoperative loading prior to bone consolidation can lead to fatigue fractures and loss of fixation. Clinical statement, medical expert: ¿the telescoping lag screw device functioned as designed and resulted in union of this difficult unstable fracture. The plate screws fractured in fatigue when the proximal bone fracture united resulting in cyclic loading to the plate fixation. Examination of the explanted screw heads' fracture surfaces would confirm this mechanism. There is no evidence this non-compliant patient's clinical problems resulted from factors of faulty component design, manufacturing or materials.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the patient had broken her hip and has been experiencing severe pain since the initial surgery. (B)(6) 2012 x-rays show that all the screws are broken and jagged and cutting into her leg and the lag screw is poking through the hip bone. She can only walk with a walker for very short distances. If she falls, she cannot get off the floor. She cannot lift her leg so she has a wire connected to her ankle to be able to move her leg to adjust for the pain. Medicare and medico will not pay for further medical care. The patient suspects possible recall of device. Patient lives in rural area and cannot find a revision doctor.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.